Event description:
Territory business leader (tbl) reported that as the patient was wearing the v-go it would not adhere causing the v-go to fall off. Patient was properly cleaning the site before applying the v-go. V-go location unknown.